Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan in 2007 and alleged that his surestep enhanced meter was reading inaccurately low. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred around a month ago (no specific date/time provided). He reported that the last blood glucose reading was 9 mg/dl (verified in the meter's memory) and he stopped testing at least 2 weeks ago. The pt also reported that he had experienced symptoms of thirst, heave urinating, and had tired legs. He took his diabetes medication after experiencing the symptoms. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct, but he was not cleaning the puncture area correctly. This complaint is being reported because the pt alleged an inaccuracy issue with his meter and that he experienced symptoms of hyperglycemia. He treated self with his diabetes medication after experiencing those symptoms. Replacement products were sent to the lay user/pt.